Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump, which was also stated to have been delivering more insulin than it should have. The customer's blood glucose was not specifically recalled, but was stated to have been between 70 and 100 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. The insulin pump was successfully rewound, and was advised to discontinue use and revert to a back-up plan. The no delivery alarm had been resolved by a complete set change. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or excessive no delivery alarm noted and the motor passed motor test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked reservoir tube, stained end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.